Manufacturer narrative:
E1: patient city- (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient was hospitalized due to high blood glucose level on (B)(6) 2024. The length of hospitalization was greater than 24 hours. The patient blood glucose level was 1200mg/dl.. The patient was treated with bolus, insulin IV drip manual shots. No further information available.